Event description:
Sundt shunt nl850-5065 was used during a carotid endarterectomy. The doctor clamped the carotid and attempted to attach the shunt from lot 1040685 onto the carotid artery. Surgeon reported observing a lot of bleeding. Although this product is labeled as a 3mmx4mm shunt, the surgeon though the device looked larger than he is used to using. The device was removed and a different nl850-5065 from lot 1041102 was opened. This device looked like the size the surgeon is used to, the shunt was applied, the surgery proceeded with no further issues. No patient injury was reported and the delay was only 5 minutes.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.